Event description:
It was reported that a skin reaction occurred. The patient experienced a reaction that consisted of redness and exuding eczema under the sensor patch adhesive with clear demarcation of the location of the sensor patch. The patient reported 'massive' itching at the site and consulted a physician who diagnosed a 'violent contact dermatitis.' There was a report of unspecified 'medical or surgical treatment' having been given but no other details were provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).